Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240/2367 alarm that occurred on the home choice (hc) unit during drain 4. The tsr had the hp cycle power to clear the alarm. The tsr explained a se 2240 indicates a large amount of air has entered setup. The tsr reviewed proper procedures per the user manual with the hp. The hp did not see an obvious cause of the alarm, but would notify their nurse about getting the alarm. The sample was discarded. There was no patient injury or medical intervention reported. A follow up call to the hp regarding the alarm who stated that they did not know what caused the alarm to happen. The hp was asked if he made the rn aware of this, and he stated yes. The hp stated that the rn retrained them and explained the programming to him and his wife. There were no injuries that occurred. No medical intervention was necessary.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during drain 4 was not confirmed due to a lack of sample. . Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.